Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lead was reprogrammed and remains in use. The patient is a participant of the attain (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.